Event description:
It was reported that during an unknown procedure, the staples would not hold. No important bleeding. The staple line was replaced by manual sutures. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.